Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device worked at first and then fired malformed clips (clip was not formed all the way). The case was completed with another device of the same product code. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.